Event description:
It was reported that cgm graph on pump did not appear to match previous cgm data points. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received pump reset instructions, completed pump reset with assistance, and was advised to follow up if issue continued, with no further support needed at that time.